Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no returned product, product information or lot number provided, no detailed investigation can be performed. Limited and lack of information received prohibits any type of investigation of the device associated with the complainant's potential serious injury. This report is being submitted due to information received that our device may have caused or contributed to a potential serious injury. This internal complaint record will be revisited should additional information be received.

Event description:
A consumer reported having experienced in 2007, a "catastrophic infection in her right cornea under her extended wear contact lenses" from a virulent organism associated with gardening activities, use of fertilizers, compost and other items. She used a "new eye drop (lubricant) that was new to her" and thinks this also played a part in the event. She reported severe pain and that unspecified treatment was administered for an "extensive" ulcer which healed with some restoration of vision. Multiple requests have been made for additional details and product information. No further information has been provided.